Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A singular x-ray image has been reviewed. Depicted in the singular image is the stem, head and self-centering acetabular device. It was not possible to identify any issue with stem positioning, or any other product problem in the provided image. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a tha on left hip by the surgeon on (B)(6) 2018. On (B)(6) 2018, the patient was revised due to a failed cup, and a bipolar head was implanted. The patient returns to have a conversion of the bipolar hip to a total due to recurrent hip pain. The only implant retained from original primary surgery is corail sz 12 std (3l92512 - lot 5309585). Doi: (B)(6) 2018, dor: (B)(6) 2020, affected side: left hip.